Manufacturer narrative:
The customer provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected, and sterilized before requesting repair. The customer was aware of the presence of any foreign material. It was possible that the endoscope was used in a case with foreign material attached to it. The customer stated that, there was a high possibility that the hemostatic agent adhered to the nozzle during the hemostatic treatment, and it was difficult to supply air and water during the treatment. There was no delay to start of pre-cleaning. The water and air was aspirated through the air/water nozzle. There were no problems with accessories used for reprocessing. It was unknown if the air/water nozzle was brushed with a gauze, brush, or sponge. Liquid was not sent to the air/water nozzle. An evaluation of the returned device confirmed the customer allegation ¿nozzle clogged¿. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of u/d knob is out of the standard value. Adhesive on a-rubber has a chip, crack and white-clouded area. Due to clogging of nozzle, air supply volume and water supply volume does not meet the standard value. Due to clogging of nozzle, water removal ability does not meet the standard value. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted in completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the nozzle of the colonovideoscope was clogged. The device was returned and an evaluation revealed presence of foreign material in the nozzle. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Event description:
It was further reported, it was difficult to supply air and water during the procedure. The intended procedure was diagnosis of luminal stenosis". It seems that the nozzle is clogged after using urographin contrast (drug). Before "nozzle clogging" occurred, a pre-use inspection was performed. There were no abnormalities in the results of the pre-use inspection. The endoscope was replaced with a different scope (model: pcf-h290i) during the procedure. No additional anesthesia was administered to the patient at the time of the event. The procedure was delayed by five (5) to seven (7) minutes.

Manufacturer narrative:
This report is being submitted for additional information provided by the customer. It was reported that the exact event date is unknown. It was (B)(6) 2022. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to foreign material larger than the inner diameter of the air/water nozzle entering into the air/water channel and causing clogging. It was not possible to determine the cause of the entry of the foreign material, as detailed handling information was unable to be obtained. Olympus will continue to monitor field performance for this device.